Event description:
It was originally reported that the pt could not adjust stimulation. The pt was advised to replace the programmer battery and try again. Further info was requested from the healthcare professional. The pt visited her physician and had surgery to fix the device problem. It was noted that the device was successfully reprogrammed (unclear if new stimulator was implanted). The pt was no longer having problems with her device system. Further info was requested from the hcp.